Manufacturer narrative:
Follow-up #1: date of submission 09/29//2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a review of the current pump black box data indicated no related alarms and no evidence of excessive battery usage, however, the alarm history showed multiple battery alarms including a eaw 128-fb88 alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked in the thread area and below the grip pad. The battery cap threads were observed to be damaged and the cap was not able to tighten securely to the pump. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation. The keypad was found to be intact; no damage was observed. Unrelated to the complaint, investigation revealed that the up arrow and contrast buttons were intermittently unresponsive. The down arrow button and ok keypad buttons responded appropriately. The keypad was removed and there was contamination found under all of the button contacts. Also unrelated to the complaint, investigation revealed a dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.